Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: based on further review of the event, product problem no longer applies to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had urgency and was still having accidents. The accidents have been gradual but has been happening more and more since implant. Patient stated that they used to pee every 15 minutes and was getting up twice a night and getting signals to go prior to the implant. When patient got the implant, they were going every 2 hours after drinking something, and they were only getting up once a night. Now patient is having to get up 2-3 times because they didn't want to have accidents. Patient thought that their accidents had to do with their ms which they had prior to the implant. Patient mentioned that as soon as they woke up, they had to go the restroom because it felt like they were going to have an accident and they were afraid to have an accident, and thought their head was playing games with them. Patient reported they are getting the signals to go again and from the time it took them to get up from the recliner to the restroom, they would have an accident because they couldn't hold it. Patient again stated that it basically had a lot to do with their ms as their bladder issues seemed to be worse when they has a bad ms day. Patient indicated that they have gone from lead 1 to lead 2 and have been increasingit up to 2.0. Patient stated that they were afraid to change or go up to 3 even though the device wasn't helping since they were told it takes up to 48 hours to change. Patient had been mad because they had the ins implant but was still having accidents and wearing diapers. Patient stated that they didn't wear diapers at home and when they had accidents, it got to the point where they had to clean up and shower. Patient had an upcoming doctor appointment to discuss the issues. No further complications were reported.